Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Pulmonary edema: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that during impella cp support, chest x-ray was unchanged and stable pulmonary edema was noted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.